Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During removal from the package, prior to inserting in the patient, 9cm of the distal segment of the diagnostic catheter detached. The product was not clinically utilized. There was no patient injury.